Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of sensing and noise. Sensitivity adjustments did not resolve the issue. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.